Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, the tip of the reduction clamp was broken during the surgery. The broken piece was taken out from the patient¿s body and the procedure was continued. There was no injury to the patient.

Event description:
It was reported, the tip of the reduction clamp was broken during the surgery. The broken piece was taken out from the patient¿s body and the procedure was continued. There was no injury to the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received clamp had one of its leg broken. The fracture pattern on the surface of the broken leg indicates typical brittle fracture under immense bending load. The breakage originated from the outer surface and progressed inwards, then suddenly breaking throughout with a rough surface. The broken segment showcased a deformed tip as well which also indicates application of high bending load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of one of the legs of the clamp occurred due to intra-op excessive bending load application on the leg, more than it could sustain. Ultimately leading to an instantaneous brittle fracture. If any further information is provided, the complaint report will be updated.